Event description:
Pt was revised to address malpositioning of the stem and mild osteolysis around stem. It was reported that the stem was cemented in varus at the primary surgery, and over time, continued to bow more and more. The surgeon was concerned that the implant would eventually erode through the bone.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was unavailable. The investigation could not verify or identify any evidence of product contribution/error regarding the reported event with the info available. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.